Event description:
The patient was implanted with blood pump system. Approximately 4 days after implant and during transport of the patient, the primary console stopped operating on battery power. The unit was connected to 220v power source and the system resumed operation. There were no effects to the patient that were reported.

Manufacturer narrative:
Usage of the device: the usage of the primary console is not known to the manufacturer as the device is not labeled for single use. The primary console along with the motor have been returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.